Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the accept button was not responding. The remote service engineer (rse) had the customer remove the accept button rubber cover and actuate the switch directly, but this did not resolve the reported issue. The rse then advised the replacement of the switch printed circuit board assembly (pcba). The rse provided the customer with the part number of the switch pcba to order and replace. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the switch printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.